Manufacturer narrative:
A field service engineer will travel to the facility to investigate the alleged issue. A follow-up medwatch will be filed if further information becomes available.

Event description:
A report was received regarding an alleged issue encountered during use of the mps console. The report states that the vent valve stayed open during delivery and the line had to be manually clamped. No patient complications were reported as resulting from the alleged issue.

Manufacturer narrative:
The device was evaluated and the fluid level sensor was found to be malfunctioning due to broken solder joints. The sensor was replaced and the console was tested and it passed all operational verification tests. The root cause of the malfunction was traced to in use damage by the end user.